Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image had shadows when used first time. The issue was found in a therapeutic pulmonary lobectomy procedure that was completed with a substitute device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned regional service center (rsc) olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in the charged couple device (glass was internal cracked) and the distal end of the outer tube was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image had shadows due a failure in the charged couple device. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.